Event description:
A report was received that the patient was experiencing a burning sensation above the lead site to the left of midline. An allergy test revealed the patient was not allergic to the ipg material, however, steroids were prescribed for one week. During a follow up visit it was decided that the patient would be explanted as the steroids did not resolve the issue. The physician determined the patient was having an allergic reaction to the metal of the implanted device. The patient was explanted and was reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the leads passed visual tests performed. Device evaluation indicated that the ipg passed visual, electrical, performance tests performed. The devices exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(6) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet model # sc-1110-02 (B)(6) description: ipg kit (without pull-through tunneler).

Event description:
A report was received that the patient was experiencing a burning sensation above the lead site to the left of midline. An allergy test revealed the patient was not allergic to the ipg material, however, steroids were prescribed for one week. During a follow up visit it was decided that the patient would be explanted as the steroids did not resolve the issue. The physician determined the patient was having an allergic reaction to the metal of the implanted device. The patient was explanted and was reportedly doing well following the procedure.